Manufacturer narrative:
Patient initials are (B)(6). Per facility, the complainant parts are not expected to be returned for manufacturer investigation. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing location: monument, manufacturing date: 7/14/2015, expiration date: 06/30/2024, part #: 04.005.526s, lot#: 9846161 (sterile) - 5.0mm ti locking screw w/t-25 stardrive 36mm f/im nail-ster sterile. Quantity 126. Lot was release to the warehouse on 7/14/2015. Work order no: 4228502 was released on 6/24/2015. Drawing no: ns053611 rev: h was released on 3/27/2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn # 11561 ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfna case, the surgeon attempted to insert a distal locking screw. The distal locking screw missed the nail after insertion. The screw was then removed, and the surgeon attempted to reattach the aiming arm but was unsuccessful. After struggling for thirty minutes, the surgeon was able to free hand insert the distal locking screw successfully. A 30 minute surgical delay was noted as well as additional x-rays were taken intra operatively. This report is 2 of 5 for (B)(4).